Manufacturer narrative:
Device used for treatment, not diagnosis investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a liss df (less invasive stabilization system for distal femur fractures) procedure, the captioned guide wire was found broken after it was used. Part of the guide wire was retained inside the patients canal of left femur. The guide wire was discarded and is not available for investigation. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).